Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿due to stomach cancer, the patient had experienced distal gastrectomy by a roux y anastomosis before. The middle bile duct became strictured due to recurrence of the stomach cancer. On (B)(6) 2017, est and enbd stent placement had been performed as the first treatment of the stricture in the middle bile duct. *the physician felt a difficulty in advancing the enbd stent since the stricture was comparatively severe. (The stent remained in place between (B)(6).) First device (lot# c1324099): (B)(4)> on (B)(6) 2017, stent placement with evolution device was performed as the second treatment of the stricture in the middle bile duct. The plan of the procedure was to place a 10mm x 6cm stent from the proximal bile duct to the duodenum with the stent end bridging the papilla into duodenum. The physician felt resistance when advancing the delivery system through the strictured middle bile duct, but could advance it to the target site. He attempted to deploy the stent, but the stent could not be deployed. Therefore, it was replaced with another stent (c1408263). Second device (lot# c1408263): (B)(4)> the physician attempted to advance the second device over a previously placed wire guide (details unknown), but the wire guide did not exit from evolution¿s wire guide port. Therefore, he had no choice but to use the first device ((lot# c1324099) reported under pr) instead of the second one. Again, the first device (lot# c1324099): (B)(4)> the delivery system of the device was advanced to the strictured site again. Since it could pass through the strictured site with efforts, the physician attempted to deploy the stent again, but the stent could not be deployed. Then, the delivery system was disassembled by the user who fervently wanted to place the stent in the site, then stent deployment was re-attempted. However, the stent could not be deployed. Since lower bile duct was intact, the physician gave up placing the 10mm x 6cm stent and placed a 10mm x 4cm (evolution biliary) from the proximal to the distal bile duct instead. The 10-4 stent was placed as if it was embedded in the bile duct, but the procedure was successfully performed and finished. Though the physician was anxious if kinking might occur on the 10-4 stent, no issue was confirmed with x-ray examination and blood drawing performed on the next day ((B)(6) 2017). Also, no adverse event such as pancreatitis has occurred. There have been no adverse effects to the patient reported.¿ the details of the wire guide used were unknown. 1 x evo-fc-10-11-6-b was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the lockwire was in place. The red shuttle deployment marker was at the front of the handle and there was no stent exposure from the sheath on return of the device. There was a kink observed in the flexor approximately 118cm from the tip of the device. This kink most likely occurred whilst attempting to advance the device over the previously placed wire guide or during transportation of the returned device. The kink, however, did not have an impact on loading the wire guide during the lab evaluation. There was no damage noted to the zip port. The device was wired successfully with a 0.035¿ wireguide. By bending the zip port area slightly, the wireguide was able to exit the zip port area freely. The stent was deployed during lab evaluation with slight force and no issues were noted with the stent. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. However, user error has been deemed a contributory factor due to no defect being found with the device during lab evaluation and a wire guide passed through without issue. Product manager was present during evaluation of this device and was requested to contact the rep to provide the customer with training. Product manager has also recently sent a reminder for an in-service tip on this issue. As per the in-service tip a slight curve needs to be applied with the zip port facing upwards to help the wireguide to easily exit the zip port. This may not have been completed by the customer. A review of the manufacturing records for evo-fc-10-11-6-b did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot, upon review of complaints this failure mode has not occurred previously with this lot #. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per IFU, ¿remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring that the wire guide exits catheter at zip port.¿ on review of the information provided, the user was unable to complete the above step from the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". This report relates to the second device of lot # c1408263. Due to stomach cancer, the patient had experienced distal gastrectomy by a roux y anastomosis before. The middle bile duct became strictured due to recurrence of the stomach cancer. On (B)(6) 2017, est and enbd stent placement had been performed as the first treatment of the stricture in the middle bile duct. *the physician felt a difficulty in advancing the enbd stent since the stricture was comparatively severe. (The stent remained in place between (B)(6)) <first device (lot# c1324099): (B)(4)> on (B)(6) 2017, stent placement with evolution device was performed as the second treatment of the stricture in the middle bile duct. The plan of the procedure was to place a 10 mm x 6 cm stent from the proximal bile duct to the duodenum with the stent end bridging the papilla into duodenum. The physician felt resistance when advancing the delivery system through the strictured middle bile duct, but could advance it to the target site. He attempted to deploy the stent, but the stent could not be deployed. Therefore, it was replaced with another stent (c1408263). <second device (lot# c1408263): (B)(4)> the physician attempted to advance the second device over a previously placed wire guide (details unknown), but the wire guide did not exit from evolution¿s wire guide port. Therefore, he had no choice but to use the first device ((lot# c1324099) reported under pr) instead of the second one. <again, the first device (lot# c1324099): (B)(4)> the delivery system of the device was advanced to the strictured site again. Since it could pass through the strictured site with efforts, the physician attempted to deploy the stent again, but the stent could not be deployed. Then, the delivery system was disassembled by the user who fervently wanted to place the stent in the site, then stent deployment was re-attempted. However, the stent could not be deployed. Since lower bile duct was intact, the physician gave up placing the 10 mm x 6 cm stent and placed a 10 mm x 4 cm (evolution biliary) from the proximal to the distal bile duct instead. The 10-4 stent was placed as if it was embedded in the bile duct, but the procedure was successfully performed and finished. Though the physician was anxious if kinking might occur on the 10-4 stent, no issue was confirmed with x-ray examination and blood drawing performed on the next day ((B)(6) 2017). Also, no adverse event such as pancreatitis has occurred. There have been no adverse effects to the patient reported.